Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: kirschner wire device, (B)(6) 2019. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the quick coupling device was breaking/damaging the kirschner wire. The device also failed pretest for check gripping power and function and check self-holding. It was noted in the service order that the device was making a strange noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.